Manufacturer narrative:
H.10 additional manufacturer narrative: h.3 device evaluation by manufacturer. The aquabeam motorpack was returned for investigation. The returned motorpack was tested on system and the reported failure was able to be confirmed. The motorpack could not be detected. It was confirmed that the motorpack could not be detected due to failure of the oscillator in the motorpack control board located inside the motorpack. The failure of the oscillator to no longer output a clock signal led to the field-programmable gate array (fpga) on the control board to malfunction. A review of the device history record (DHR) for ab2000/serial number (B)(6) and associated motorpack/lot number 19c00200 were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and motorpack met all design and manufacturing specifications when released for distribution. A review for similar complaints confirmed no other similar events have been reported to procept. A root cause for the oscillator to fail cannot be determined. Complaint data is monitored and trended as part of procept quality management system. Shall a trend arise in the future, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. .

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure setup difficulty connecting the aquabeam motorpack to the aquabeam handpiece was encountered. Rebooting the aquabeam robotic system did not resolve the issue. The treating physician proceeded to abort the aquablation procedure. There were no adverse health consequences to the patient due to the reported event.